Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter first & last name: information unknown/not provided. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black fiber-like substance was found in a patient¿s eye together with an intraocular lens (iol) when the iol was implanted in a cataract surgery. The black fiber-like substance was vacuumed with irrigation/aspiration (I/a) that was used for removing the ophthalmic viscosurgical device (ovd). The operation itself was successfully completed and the patient¿s postoperative vision was reported to be good with no specific problem. There was no patient injury reported. The lens will not be returned as it remains implanted. No further information was provided.

Manufacturer narrative:
The complaint fiber was received in a vial. The original folding carton was also received. Visual inspection under magnification revealed that the alleged foreign material was returned in a vial, which was then sent to an independent laboratories for further analysis. Per independent laboratories, the fourier transform infrared (ftir) analysis indicates that the fiber is consistent with a cellulosic material. The ftir spectrum raw data output file generated by the independent laboratories was then compared against the johnson & johnson manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The complaint issue was confirmed, however due to the low correlation between the foreign material and the johnson & johnson manufacturing process ftir library it cannot be confirmed to be related to manufacturing, johnson & johnson has manufacturing controls in place to prevent the release of product with foreign material on it, and therefore no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.